Event description:
The pt had a lap band implanted at another facility. Pt came to the physician's office with persistent leakage from the band. Four months ago, the pt had a lap band port revision. The leaking persisted and two months ago, the pt had to have the band surgically removed and replaced.